Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a sensor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information was requested; however, no further specific details on this incident were received. Patient involvement is unknown. No patient injury or adverse affects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a "chipped out lower right front corner of top case" and a crack on right plunger case. Review of the error history log found "check syringe plunger sensor". The complaint was confirmed by functional testing. The "check syringe plunger sensor" was found at power only when plunger assembly was pushed all the way in. Root cause was attributed to the flippers touching the top of an ear clip. What caused this to occur was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger assembly. Performed preventative maintenance and all functional testing, which the device passed.